Event description:
The affiliate alleged the customer reported that four employees experienced symptoms after exposure to cidex opa. The third of the four employees experienced eye irritation. The customer did wear personal protective equipment (ppe). The room was not well ventilated and the air exchange was not measured. The customer did not seek medical attention. The affiliate stated that the employee's symptoms have resolved.

Manufacturer narrative:
Reference mdrs: 2084725-2009-00107, 2084725-2009-00105, and 2084725-2009-00104.